Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial canal'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6)-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, blood pressure high, diabetes, morbid obesity, menometrorrhagia, endometriosis, adenomyosis, uterine bleeding, wrist pain, carpal tunnel syndrome, nerve damage and muscle damage. She denies atypical vaginal bleeding, discharge, odor, vomiting, abdominal pain, urinary complaints febrile episodes. She denies any /significance wound complications. She denies any history of endometriosis. She is also denies any change in gl issues. Concomitant products included bifidobacterium lactis (probiotic), metformin, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, vaginal discharge, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the device removal date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device-was successfully occluded. No evidence of fallopian tube patency, with bilateral essure device in place. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia) , psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches , migration of essure device location of device: endometrial canal , dysmenorrhea (cramping), vaginal discharge " were added. Concomitant medication and medical history were added. Lab data added. Reporter, patient and product information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial canal'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, blood pressure high, diabetes, morbid obesity, menometrorrhagia, endometriosis, adenomyosis, uterine bleeding, wrist pain, carpal tunnel syndrome, nerve damage and muscle damage. She denies atypical vaginal bleeding, discharge, odor, vomiting, abdominal pain, urinary complaints febrile episodes. She denies any /significance wound complications. She denies any history of endometriosis. She is also denies any change in gl issues. Concomitant products included bifidobacterium lactis (probiotic), metformin, nsaids and paracetamol (acetaminophen). On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed on (B)(6)2010. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, vaginal discharge, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the device removal date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(6)2008: essure device-was successfully occluded. No evidence of fallopian tube patency, with bilateral essure device in place. Lot number: 627729 manufacture date: 2008-7 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial canal'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, blood pressure high, diabetes, morbid obesity, menometrorrhagia, endometriosis, adenomyosis, uterine bleeding, wrist pain, carpal tunnel syndrome, nerve damage and muscle damage. She denies atypical vaginal bleeding, discharge, odor, vomiting, abdominal pain, urinary complaints febrile episodes. She denies any /significance wound complications. She denies any history of endometriosis. She is also denies any change in gl issues. Concomitant products included bifidobacterium lactis (probiotic), ibuprofen since (B)(6) 2008, insulin glargine (lantus) since 2005, metformin, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced urinary tract infection ("uti"), post procedural complication ("post procedural complication"), genital haemorrhage ("general abnormal bleeding") and metrorrhagia ("metrorrhagia "). The patient was treated with surgery (ablation and hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, urinary tract infection, genital haemorrhage and metrorrhagia had resolved and the vaginal discharge, depression, anxiety, migraine and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the device removal date: (B)(6) 2010 and (B)(6) 2010. Patient received treatment foe pelvic,bledding,migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device-was successfully occluded. No evidence of fallopian tube patency, with bilateral essure device in place; on (B)(6) 2008: total bilateral occlusion. Lot number: 627729 manufacture date: 2008-7 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New event:post procedural complication, uti, metrorrhagia, genital bleeding was added. New reporter added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial canal'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, blood pressure high, diabetes, morbid obesity, menometrorrhagia, endometriosis, adenomyosis, uterine bleeding, wrist pain, carpal tunnel syndrome, nerve damage and muscle damage. She denies atypical vaginal bleeding, discharge, odor, vomiting, abdominal pain, urinary complaints febrile episodes. She denies any /significance wound complications. She denies any history of endometriosis. She is also denies any change in gl issues. Concomitant products included bifidobacterium lactis (probiotic), ibuprofen since (B)(6) 2008, insulin glargine (lantus) since 2005, metformin, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, depression, anxiety and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the device removal date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device-was successfully occluded. No evidence of fallopian tube patency, with bilateral essure device in place; on (B)(6) 2008: total bilateral occlusion. Lot number: 627729, manufacture date: 2008-7, expiration date: 2010-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Outcome for previously reported event physical pain/pelvic area is updated to recovering/ resolving. Concomitant drug, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial canal'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, blood pressure high, diabetes, morbid obesity, menometrorrhagia, endometriosis, adenomyosis, uterine bleeding, wrist pain, carpal tunnel syndrome, nerve damage and muscle damage. She denies atypical vaginal bleeding, discharge, odor, vomiting, abdominal pain, urinary complaints febrile episodes. She denies any /significance wound complications. She denies any history of endometriosis. She is also denies any change in gl issues. Concomitant products included bifidobacterium lactis (probiotic), ibuprofen since (B)(6) 2008, insulin glargine (lantus) since 2005, metformin, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced urinary tract infection ("uti"), post procedural complication ("post procedural complication"), genital haemorrhage ("general abnormal bleeding") and metrorrhagia ("metrorrhagia "). The patient was treated with surgery (ablation and hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, urinary tract infection, genital haemorrhage and metrorrhagia had resolved and the vaginal discharge, depression, anxiety, migraine and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the device removal date: (B)(6) 2010 and (B)(6) 2010. Patient received treatment foe pelvic,bledding,migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device-was successfully occluded. No evidence of fallopian tube patency, with bilateral essure device in place; on (B)(6) 2008: total bilateral occlusion. Lot number: 627729 manufacture date: 2008-7 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial canal'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, blood pressure high, diabetes, morbid obesity, menometrorrhagia, endometriosis, adenomyosis, uterine bleeding, wrist pain, carpal tunnel syndrome, nerve damage and muscle damage. She denies atypical vaginal bleeding, discharge, odor, vomiting, abdominal pain, urinary complaints febrile episodes. She denies any /significance wound complications. She denies any history of endometriosis. She is also denies any change in gl issues. Concomitant products included bifidobacterium lactis (probiotic), metformin, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In october 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, vaginal discharge, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the device removal date diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device-was successfully occluded. No evidence of fallopian tube patency, with bilateral essure device in place. Lot number: 627729 manufacture date: 2008-7 expiration date: 2010-07 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.